Manufacturer narrative:
MDR 3003442380-2024-03041 - device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that the eight cannula was leaking from the site. 3-4 days the infusion set was in use. Customer replaced infusion set and resumed insulin deliveries successfully no further information was available.